Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
Following information provided by the end user, the backrest section of the enterprise 5000x bed collapsed when the patient was repositioning by the facility staff. No injury was reported.

Manufacturer narrative:
The device evaluation revealed that the bed's frame was bent and the actuator got damaged. The conclusions from the investigation will be provided to the follow-up report.

Manufacturer narrative:
It was reported to arjo by the end user that the backrest section of the enterprise 5000x bed lowered unintended when the patient was repositioned by the facility staff. No injury was reported. During a device inspection, arjo technician found that the backrest actuator was mechanically damaged and the bed¿s frame was bent in the middle section. It was decided to replace the bed with the new one. The analysis performed by the manufacturer revealed that the failures observed may occur when the backrest movement is blocked by the obstacle. The instructions for use dedicated to the enterprise 5000x bed (IFU 746-577) warns: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement¿. In summary, the enterprise 5000x bed did not meet the manufacturer¿s specifications. The patient was lying on the bed when this malfunction was observed. The complaint decided to be reportable due to the lowering of the backrest section when the patient was on the bed.

Manufacturer narrative:
The analysis of all gathered information is still ongoing. The conclusions from the investigation performed will be provided to the final report.